Manufacturer narrative:
There was no serious injury; there was a potential for serious injury.

Event description:
The machine began to drift down with a child patient in the machine. It was reported that the patient was tapped on the head, that no injury occurred and no treatment sought. Retrospective review for complaints on drift.